Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized within 2 days before passing. The cause of death was full system failure due to kidney and heart failure. The caller stated that the customer had kidney and heart failure that may have led to the customer's passing. The customer¿s blood glucose was in the 900 mg/dl range at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The customer was waiting for their pump supplies to arrive to reconnect to the pump. The customer was using sensors. The caller agreed to return the insulin pump for analysis.